Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead warning was triggered for the right atrial (ra) lead. An x-ray indicated that the ra lead appeared crushed. It was noted that the sleeve was seemingly crushed and the positive polarity conductor was fractured. The atrial bipolar impedance was noted to be high, therefore the ra lead was reprogrammed to operate in unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.